Event description:
It was reported that a system failure acu watchdog was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and acu watchdog failure and primary audible alarm post was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
Additional information received the error code didn't occur during patient use.